Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software product ID: hh9020tdd, serial# unknown, product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving baclofen, morphine via an implantable pump for malignant pain use. It was reported that the handset was lagging at 90 percent for about 15-20 minutes. The patient representative (rep) said that the healthcare provider (hcp) cleared the handset while they were at hcp's office with a company rep present. The patient rep said that the hcp tried to deliver a bolus using the patient equipment, but the handset was still lagging at 90 percent. After further discussion, the patient rep said that the hcp cleared the cache. The agent guided the patient rep through clearing the data. The patient rep was then able to connect to the pump without any lag. When asked for theevent date, the patient rep said that it was a month ago at least. The patient rep then said it was two or three months ago. When asked for drug information, the patient rep said that it was baclofen, morphine, and lidocaine but not lidocaine. The patient was unsure of what medication was in the pump besides baclofen and morphine.